Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right atrial (ra) lead, the coronary artery was perforated. Bleeding was noted on the removal of the sheath. While the ra lead was being explanted, the artery was perforated again. The procedure was completed with a different lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.